Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is solicited report by a consumer with supplemental information by a nurse from (B)(6) (local reference number (B)(4)) of muscular wastage, hands were not steady, abdominal pain, constipation, felt full and peritonitis in a (B)(6) male patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies (lot numbers not reported). On an unreported date, the patient began treatment with extraneal viaflex, 2l daily last dwell, (lot number not reported) and on (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag, five 2l daily exchanges, (lot number not reported), intraperitoneally (ip), for peritoneal dialysis (pd). The patient contacted baxter technical services regarding the homechoice (hc) device concerned that the 'different bags' contained more fluid than the normal and was overfilling him. Arrangements were made for the hc device to be swapped. Upon follow-up, the nurse reported the following. On an unreported date, the patient developed muscular wastage and hands were not steady. On (B)(6) 2011, the patient experienced abdominal pain. On (B)(6) 2011, the patient experienced constipation. It was verified that the patient felt full due to constipation and not overfill, as previously reported by the patient. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent. On (B)(6) 2011, remedial treatment began which included citra fleet (sodium picosulphate), indicated for constipation, and treatment for the peritonitis included vancomycin 2gm stat ip and ciprofloxacin 400mg 2x/day orally. On (B)(6) 2011, treatment with ciprofloxacin ended. Hospitalization was not reported. At the time of this report, the events of abdominal pain, constipation and peritonitis were ongoing and the outcome for the events of felt full, muscular wastage and hands were not steady were not reported. Dianeal and extraneal therapies remained ongoing. The nurse suspected that the patient contaminated himself due to marked muscular wastage and hands not being steady and that the peritonitis was likely to be a (B)(6). The nurse believed the events of abdominal pain, constipation and peritonitis were unrelated to dianeal pd4 unknown bag and extraneal viaflex therapies. The nurse did not provide an assessment of causality for the events of felt full, muscular wasting and hands were not steady.